Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
While requesting assistance with programming the insulin pump, the customer's wife reported that the customer had a blood glucose level of 579 mg/dl at the time of the call. Caller reported treating with manual injections. No further information was provided.